Manufacturer narrative:
Concomitant product: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The consumer reported the trial was placed inside the patient's body. Unlike how most trials are done, the battery part was placed inside instead of being on the outside. Since the device was implanted, it had not worked. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the day he was supposed to do the trial, the doctor coerced him and scared him just into getting the permanent device and not the trial. They tried it for two weeks and it never worked. They could not get the stimulation high enough to reach the cervical area. The stimulation only went to the upper back and upper arm. The patient had the device removed 3 years prior to the report. In (B)(6) 2012, the patient met with the manufacturer's representative and tried programming all different ways. With the trial stimulator, the stimulation did not reach the neck.